Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, a patient's right ventricular lead exhibited noise. The noise was unable to be recreated with isometrics. The noise presented as venticular fibrillation (vf) zone eventsand non sustained oversensing alerts. No inappropriate therapy was delivered for these events. Programming changes were made. The patient was stable.